Event description:
Additional information was received from the facility. It indicated that the believed cause of death could be seizure related - aspirated. The death was witnessed in hospital and the circumstance of death, as reported, was: seizure related - prolonged seizure - aspirated. It was reported that the cause of death is believed to be not related to vns therapy. The patient response to vns therapy was seizure reduction. It was reported that the patient was recently suffering from aspiration pneumonia and peg (gastrostomy). The patient underwent surgery recently. It was reported that an autopsy was performed. It was reported that the patient's device was explanted after the death. The explant date is unknown and the explanted device was not returned to the manufacturer to date. It was reported that the patient had a story of nocturnal seizures but no story of febrile seizures. The patient did not undergo resective epilepsy surgery. But the patient had a history of chest infections in the past.

Event description:
It was reported that a vns patient died on (B)(6) 2016. It was reported that they are planning to explant the device. No additional information was provided to date. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.